Event description:
It was reported that the telemetry between the physician programmer and neurostimulator was intermittent. Multiple attempts were needed to interrogate the neurostimulator and to make programming changes due to a "no telemetry" message coming up. Two different physician programmers were used in different environments with the same results. This issue has occurred since the device was implanted. The lead impedances were normal. The patient received good therapy. The healthcare provider confirmed that the patient experienced a lack of effect. A lead revision has been planned.

Manufacturer narrative:
(B) (4).